Event description:
Disconnect/reconnect of solution bags. Reportedly, the home patient spiked one of the supply bags with the wrong line during set-up. The home patient realized her mistake, disconnected the bag and then respiked the same solution bag with an unused supply line. The home patient discarded the set-up and started over with new supplies. There was no patient injury or medical intervention associated with this report per the home patient.